Event description:
It was reported that after the implant of this pacemaker system, far field oversensing was noted on the right atrial (ra) lead channel as well as blanking of intrinsic atrial activity. Technical services (ts) was consulted and programming enhancements were recommended. No adverse patient effects were reported. This system remains in service.